Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient is experiencing "hotness" around the ins site that is constant and has "always been like this" since implant. Technical services (tss) heard patient mention pain in the background of the call. Caller stated that patient has a nickel allergy. Caller stated impedances are all fine. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Tss reviewed ins and lead material specs and suggested obtaining imaging to see if ins has moved at all, otherwise having healthcare provider (hcp) examine patient for possible other non-device related causes.